Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (type of removal surgery: hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and metrorrhagia had resolved and the bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) result: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: reporter information, patient demography and lab data was added. Previously added ¿injury¿ was replaced with ¿pelvic pain¿. New events ¿ abdominal pain, back pain, dysmenrorhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal. Bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, headaches, dental problems, hormonal changes weight gain" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.